Event description:
The customer alleged that she performed control tests using her contour meter and received a result of 300 mg/dl. The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer was unable to troubleshoot or provide reagent information before ending the call. No product will be returned for evaluation at this time.